Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a tibial nail procedure, a titanium locking screw with t25 stardrive recess missed the unknown nail and was not noticed until post operative x-rays. It was a free hand technique and the surgeon inadvertently missed the distal interlock. The patient went back to the operating room the same day and the surgeon redirected the screw through the nail. There was an unknown surgical delay. Procedure was successfully completed. The patient underwent a corrective surgical procedure. Concomitant device reported: unknown tibial nail (part # unknown, lot # unknown, quantity # 1) . This report is for one (1) unknown - screws: locking. This is report 1 of 1 for (B)(4).